Manufacturer narrative:
Stryker qa investigator attempted to contact the customer three times to set up an evaluation for this unit by a stryker service tech. However, the customer has not responded. Therefore, stryker is unable to confirm the complaint or verify any possible component level malfunctions. Customer did not respond to multiple attempts to contact them to have unit evaluated.

Event description:
It was reported that the reclinder's footrest extends too quickly/forcefully. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the reclinder's footrest extends too quickly/forcefully. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.